Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Fracture of the implant collar when unscrewing it during a maintenance visit. Another implant has been placed. #26.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,mcol mg,3.7mm,8mm (tsvmb8) and one unknown zimmer screw were returned for investigation. Visual evaluation of the as returned implant identified bone debris on external threads. The implants collar was fractured. Functional testing could not be performed since the implant and screw were fractured. Pre-existing condition noted on the per were unknown bone density and smoker. The reported device had been placed on tooth #26 (fdi) for approximately 5 months. DHR review for the lot (1239527) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1239527) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.